Manufacturer narrative:
This product is registered as a combination product. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that high, out of range pacing impedance was observed. When the asymptomatic patient presented in clinic to confirm, elevated capture threshold was observed. The lead was explanted and replaced. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
A partial lead was returned in two pieces measuring 7.0 cm. (Connector portion) and 52.4 cm. (Distal portion) with the extraction tool stuck inside the distal portion. Visual examination found procedural damage, calcification on the distal portion at 1.0 cm to 1.7 cm from the distal tip, and the helix stretched. An external insulation abrasion was noted at 50.1 cm to 50.9 cm from the distal tip due to friction to the device can. X-ray examination found no anomalies on either portion other than procedural damage. No conductor fractures or internal shorts were found. The reported events of high capture thresholds and high pacing impedance were confirmed due to the calcification.